Manufacturer narrative:
(B)(6).

Event description:
New information notes the patient's last visits at the cardiac arrhythmia's center's clinic were (B)(6) 2019 and (B)(6) 2019 with dr. Kloosterman for water retention unrelated to the device. The patient did not present to this clinic following the event (B)(6) 2019 but cancelled her appointment. There were no issues on the device prior to the event. The clinic indicated a fax with limited information was received from the boca raton regional hospital electrophysiology (e.p.) Lab stating there had been shocks (B)(6) 2019. The boca raton e.p lab was contacted but did not provide any information on the event. The patient indicated she was admitted at a hospital in maryland for fluid retention following the event in florida and programming changes were made to the device but the physician was unable to get any data prior to (B)(6) 2019 as this was cleared. Review of the patient's data by technical services confirmed the data prior to (B)(6) 2019 was cleared. It is unknown if the programmer used to interrogate the patient during the event at the (B)(6) hospital was set up to clear data and the information was still stored on the programmer as the programmer information was not made available by the boca raton e.p. Lab. It is also unknown if the episodes were cleared automatically due to the device memory being full in order to make space for new ones as the information was not obtained from the hospital. The patient indicated she had no current issues with her device following the programming changes and was in stable condition.

Manufacturer narrative:
(B)(4). Medwatch report number: mw5087226. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related med watch report number: mw5087226. A report was received indicating the patient had received inappropriate shocks. The patient was sent to the hospital but there was a delay in patient care for two hours during which several additional shocks were received. Once the physician arrived, medication was prescribed which immediately stopped the shocks. After release from hospital it was discovered that all the information on the website relating to the event and patient's implantable cardioverter defibrillator was deleted and could not be accessed. The patient sent an email to her provider requesting the information be placed back into the system. Only the information forwards after the event was accessible. The cause of the data loss is not known. The patient's concern was for loss of data needed by her current physician to determine the reason the defibrillator went off, leading to shocks. The patient also indicated being hospitalized due to her provider not synchronizing or optimizing the defibrillator which may have led to arrhythmia. The patient's concern was for negligence and regulation of those implanting and accessing records so they couldn't be deleted.